Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. Because the specific site and abnormal states of the leakage at the extension tubing cannot be identified, the root cause of the leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.

Event description:
During fluid administration in the resuscitation room, leakage was detected at the connection point between the indwelling needle and the extension tube.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.